Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic gastrectomy procedure while performing the lymphadenectomy, the arm froze and displayed a non-recoverable error. The error was dismissed but the surgeon was not able to take control of the arm, and when bedside attempted to take control the error reappeared. The broken instrument procedure was performed and the camera was removed. The arm was rebooted and calibrated successfully to continue the procedure. There was no patient injury.

Manufacturer narrative:
H2) correction: e (facility name, street 1, region, postal code) h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the logs were initially analyzed in the field. A failure code for 'linked to robotic arm joint 2 joint potentiometer sensor redundancy' and an error code for 'linked to arm recoverable error - robotic arm potentiometer redundancy failure' were observed. The joint potentiometer sensor brooming script was performed on robotic arm joint 2 of the arm cart assembly to resolve the issue. Further evaluation of the logs indicated that during runtime, the arm cart assembly experienced a failure of the potentiometer redundancy check on robotic arm joint 2, where the motor position sensor did not match the joint position sensor, triggering a subsystem non-recoverable error. An error code for 'linked to subsystem robotic assembly validation - redundant position sensing check' and an error code for 'linked to arm failure: robotic arm encoder redundancy' were observed. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a potentiometer redundancy failure, due to a component design issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made to occur more likely by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic gastrectomy procedure while performing the lymphadenectomy, the arm froze and displayed a non-recoverable error. The error was dismissed but the surgeon was not able to take control of the arm, and when bedside attempted to take control the error reappeared. The broken instrument procedure was performed and the camera was removed. The arm was rebooted and calibrated successfully to continue the procedure. There was no patient injury.